Manufacturer narrative:
Yildirim, oguz, et.al., "a catastrophic nightmare of the interventional cardiologist: iatrogenic left main artery dissection and longitudinal stent deformation," intractable & rare disease research. 2018; 7(3);209-212. Case report doi: 10.5582/irdr.2018.01081. Date of event: estimated based on literature online released date of 28 aug 2018. Device is a combination product.

Event description:
It was reported via literature that stent under expansion and vessel dissection occurred. A percutaneous coronary intervention was being performed on a tortuous and totally occluded left circumflex coronary artery (lcx). The left main coronary artery (lmca) was selectively cannulated without difficulty with a 7fr guide catheter. The lesion was crossed by a non-bsc 0.014 inch soft-tip floppy wire and predilated with 2.0 x 12 mm compliant balloon at 12 atm. After predilation, a 3.0 x 28 mm promus (boston scientific) drug eluding stent was uneventfully deployed across the lesion. Because of stent under expansion at the site of the tight lesion, post dilation was successfully performed with the use of a 3.5 x 15 mm noncompliant balloon. Subsequent angiography revealed persistent contrast staining outside the coronary lumen at the site of the lmca ostium, which was compatible with a type c coronary dissection that extended anterogradely to involve the lcx artery. The patient was pain free and hemodynamically stable without electrocardiographic evidence of ischemia. A 4.5 x 12 mm promus element drug eluding stent was deployed at 14 atm into the lmca. Post dilation was carried out with a 5.0 x 10 mm noncompliant balloon and final angiography showed complete sealing of the lmca dissection flap, but residual dissection flap remained between the lmca and lcx artery. Within same day new intervention was established because of a persistent dissection segment. The left main was cannulated with extra-support 7 fr., 3.5 ebu coronary-guide catheter and floppy guidewire was appropriately located in distal position of lcx artery. A decision was taken to attempt balloon inflations and stent deployment at the dissected segment, however, multiple attempts failed due to proximal tortuosity of the lcx. Deep engagement of the guiding catheter compressed the proximal stent struts and resulted in longitudinal stent deformation. Due to deteriorating coronary flow and enlargement of the dissected lumen it was decided to shift the patient for emergency surgical intervention. Successful surgery was performed and patient was discharged from the ICU on the 5th postoperative day without any complications.